Manufacturer narrative:
The device was received by nuvasive and evaluated; the reported issue was confirmed. Operative notes and/or medical records were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined; however, the nature of the reported issue and the noted age of the device suggests wear from use over time is a likely contributor. Labeling review: "pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during surgery, the arm was not tightening when the surgeon attached the arm to the retractor and continued moving even when the surgeon tightened the arm all the way down. There was no report of adverse impact to patient or procedure. No additional information is available.